Manufacturer narrative:
The left ventricular assist device remains in use and was not available for evaluation; however, the system controller was returned for evaluation. Pump evaluation: the pump remains in use supporting the patient. A correlation between the device and the reported elevation in pump power and the patient¿s lactate dehydrogenase levels and possible thrombus could not be conclusively determined as the pump was not available for evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. (B)(4). System controller evaluation: the reported damage to the system controller power cable connector was confirmed. The system controller was returned with a large piece broken off from the white power cable connector. The damage to the connector nut did not affect the power cable¿s ability to connect to or disconnect from a power source; however, the damage did prevent the power cable from being completely secured to the power source. The report of low battery hazard alarms was confirmed through the analysis of the log file retrieved from the returned system controller. Intermittent power cable faults and power cable disconnected alarms were recorded in the log file on 07/05/2016. These power cable faults and power cable disconnects intermittently activated low battery hazard and low battery advisory alarms; however, this did not affect the system controller's ability to operate the pump at the set speed and no other notable alarms were captured in the log file. The returned system controller was functionally tested and was found to operate as intended during the analysis. The returned system controller was tested together with different power sources, batteries, and battery clips, and no power cable disconnected alarms were reproduced. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR # 2916596-2016-01325. Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, the patient reported that the system controller¿s red battery light was illuminated despite being connected to power. The patient was not symptomatic. When the patient was brought into the clinic, it was noted that the white power cable connector was broken. Although the white power cable connector of the system controller was visibly cracked, there were reportedly no issues with appropriately connecting to a patient cable and battery clip/battery while in the clinic and the yellow wrench/low battery/replace power alarm resolved. Interrogation of the system controller showed increased pump power and elevated estimated pump flow values. The system controller log file was downloaded and submitted to technical services for analysis. Review of the log file revealed pump power elevations captured on (B)(6) 2016 for a duration of approximately 4 minutes with pump power values captured as high as 11.3 watts. Excessive power cable disconnect alarms on the system controller's black lead were also recorded. The data recorded also indicated that the system was not connected to a patient cable during the 10 day duration of the log file. Following the submission of log files, the patient was admitted due to elevated lactate dehydrogenase levels (ldh) and pump power spikes. At the time of the admission, the inr was subtherapeutic at 1.2 and the patient had been recently started on rifampin for an ongoing, previously reported driveline infection. The patient¿s inr goal was 2.0-3.0. Laboratory test results indicated an elevated ldh of approximately 1300 u/l and IV heparin was initiated. The patient remained in the hospital on IV heparin and the system controller was exchanged on (B)(6) 2016 once a therapeutic partial thromboplastin time (ptt) was reached. It was reported that no further alarms had occurred since the system controller was exchanged. Pump parameters (power and estimated flow) returned to the patient¿s normal range once the patient's inr was therapeutic after treatment with IV heparin. The patient was discharged home on (B)(6) 2016 on oral antibiotics as well as lovenox for possible pump thrombosis. On the day of discharge, the patient¿s inr was 2.3. It was reported that no elevated pump powers were noted but the patient's ldh level continued to be elevated at 1400 u/l. Due to the patient¿s history of substance abuse with a positive urine toxicology screen on (B)(6) 2016, the healthcare professionals determined the patient was not a pump exchange or heart transplant candidate. The patient was offered the option of hospice. It was reported that the patient is currently seeking a second opinion for a pump exchange or heart transplant at another lvad implanting center.